Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that they experienced high blood glucose was 480 mg/dl and insulin pump was not working fine. It was reported that the insulin pump just stops. Insulin pump will not be returned for analysis.